Manufacturer narrative:
The case reports the pod continuing to deliver insulin when it was paused. The customer reported her blood sugar level went down due to the continued delivery of insulin however medical intervention was not required. Details related to the allegation were not provided including the device log history, and circumstances related to why the device was programmed to pause and in manual mode. Device lot ph1k11082411 was reviewed, and no anomalies or issues were identified, the lot release met all acceptance criteria. The customer was sent a replacement device and successfully placed a new pod to resume therapy. To date no devices have been returned for analysis investigation. The root cause of the allegation reported cannot be confirmed. If additional information becomes available this case will be reopened and reassessed. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported the pod continued to deliver insulin while in manual mode and insulin delivery was paused. The patient's blood glucose levels dropped below 3.0 mmol/l (54 mg/dl). As treatment, a new pod was applied.